Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier did not light up and displayed a maintenance required message. A field service engineer (fse) checked the universal serial bus (usb) cables, power cycled the station, and used the hardware test application (hta) to verify that the biometric identifier was operational and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fingerprint reader was not working, and device did not light up. There were no delay, no adverse events or injuries reported based on this event.